Event description:
Urolift misfired during procedure. No harm to patient. Immediately taken out of use. This is a single use device. Procedure completed with no harm to the patient.

Event description:
Urolift misfired during procedure. No harm to patient. Immediately taken out of use. This is a single use device. Procedure completed with no harm to the patient.